Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: 1110367.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.